Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to moderately calcified de novo mid left anterior descending artery. The lesion was predilated with a 2.5x8m, 2.5x12mm balloons at 12 atmospheres. Post stent implantation of a 2.5x48mm xience xpedition, a dissection was noted at the distal end and treated with a 2.5x8mm drug-eluting stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.